Manufacturer narrative:
The customer¿s report was not confirmed. Physical inspection noted the device to be in good condition. Analysis of the pump module event log shows an infusion was started on (B)(6) 2019 at 9:04pm with a rate of 100.333 and a vtbi = 301. The pump module was then paused by the user at 9:04 pm and then restarted at 9:05 pm. The pump module alarmed for air-in-line at 10:11 pm and was then channeled off at 10:12 pm. The lvp log review found no programming errors that would explain a report of over infusion. There were no errors or malfunctions during the infusion or on the day of the event. The air-in-line alarm may have been the source of the beeping heard by the patient just before the device was channeled off. Functional testing performed found the device to be operating within specification. There were no observations of unregulated flow. The root cause of the customer¿s report was not identified.

Event description:
The customer reported that an infusion of cytarabine was programmed to infuse at 100ml/hr over 3 hours; however after approximately 1 hour the patient notified the clinician that the pump was beeping. The clinician noted the infusion was unexpectedly complete. There was no report of harm.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
The customer reported that an infusion of cytarabine was programmed to infuse at 100ml/hr for 3 hours however after approximately 1 hour the patient notified the clinician that the pump was beeping. The clinician noted the infusion was unexpectedly complete. There was no report of harm.